Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips product designer investigated the supplied system log files and did not find any indication that the system was not working within specification. All presented data showed that the system was correctly calibrated. There was no error indication in the event log file. Allura xper fd series have threshold dose indications. This is explained in the instructions for use (allura xper fd series - system description and user interfaces): cumulative air kerma is shown in different colors before and after the threshold is exceeded (threshold is customizable, default: 2gy). When the total cumulative air kerma is below the threshold the indication is black text on a grey background. When the threshold is exceeded the indication is light text on a grey background (control room: the indication is red text on a white background). No malfunction was found. The customer was given a retraining where it was explained how they can optimize the setting for a dose as low as reasonably practicable.

Manufacturer narrative:
Cumulative air kerma: 4,264.19 mgy. Total number of acquired runs: 19. Total number of acquired images: 295. Total number of acquired exposure images: 295. When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that during a procedure the patient was over radiated and the system did not warn the user. Patient received cumulative air kerma of 4.264 gy.